Event description:
Patient was revised to address pain. Update: litigation papers alleges, the patient suffered from progressively increasing left hip pain especially when he walked, ambulated with a limp, and left hip had clicking, catching and popping which caused trochanteric and groin pain. Patient had headaches and he was injured by excessive levels of chromium and cobalt. He suffered from stiffness in his hip and feelings of tightness and inflammation which had worsened over the last few months prior to his revision surgery. There is no new information that would change the outcome of the investigation. Update: ((B)(6) 2012) - patient fact sheet was received. The doi has been updated. There is no new information that would change the outcome of the investigation. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: 01/22/2013 - medical records were obtained. Medical records indicates the trunnion had typical hole black debris present from corrosive reaction on the taper and increasing metal ions.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of any kind against the c38d31 lot code. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation can draw no conclusions with the information provided. Based on the performed investigation and lack of product to examine, the need for further corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.